Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Review of the event history log showed two occurrences of error code "46541." Functional testing was not able to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The main board was replaced as a preventive measure. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported that during an infusion of dinutuximab the pump was running for approximately three hours with no issues and then began to alarm suddenly with a red screen displaying error code 41541. There were no signs of occlusion. Patient was unable to return to home screen or turn pump off. Pump was subsequently exchanged to continue infusion therapy. Per reporter infusion was stopped for approximately fifteen minutes. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: g3: canada. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.